Manufacturer narrative:
Reporter affiliation: liberator medical. Based on the available information, this event is deemed to be a reportable malfunction. The complainant was only able to provide the product name and model number. Should additional information become available, a follow-up report will be submitted. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
It was reported the end user is having difficulty inserting the catheters because "they¿re not firm enough" in an unknown number of catheters from an unknown number of boxes. The end user has been using these catheters since 2018. No photographs were provided. No harm was reported. No additional information available due to privacy issues.